Manufacturer narrative:
Results: root cause of the deployment difficulties is undetermined. Device or procedural images not provided for review. Conclusion: root cause of the deployment difficulties is undetermined. Device or procedural images not provided for review. (B)(4).

Event description:
A physician was attempting to deploy a complete self expanding stent (se) peripheral stent to treat a lesion in the right iliac, where it was reported that the stent did not fully deploy. It is unclear whether the stent was stuck at some point in the system during the procedure or if it did not fully deploy. However, the stent was partially deployed and the stent was pulled back. When the stent was finally deployed, the stent was in both lilacs, up and over the aortic bifurcation. It was decided to go through the complete se stent and place two (2) non-medtronic balloon expandable covered stents in each iliac creating a new aortic bifurcation. The patient tolerated the procedure well and no patient complications or other clinical sequelae were reported for the event.